Event description:
In this event it is reported that a r-pilot, 6x, sterile file broke during use. The broken part remains in the root canal, not removable. Next step in treatment is root canal filling. No injury. Breakage 3 of 3.

Manufacturer narrative:
Here has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
This complaint was investigated, two unused r-pilot files 25mm were returned. Involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1914027, #1915775, #1916415 and #1917024). The unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.